Event description:
Hi, I've been purchasing and using your sunstar 525 toothbrush for over the past 10 years+ and they are the only brushes I ever use. I've noticed over that the past 2 brushes, the bristles have been falling off early within usage. Not sure if you have had others providing the same to you. Please inform your quality assurance team. Thank you. I'm not looking for a refund. I do not have the used toothbrushes as I've thrown them out in the garbage along with their package. No injuries to report.